Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the first implant lasted 5-8 years, but now the patient had to replace every year. They need to speak to someone to assist with not replacing every year and several other issues. On (B)(6) 2019, they reported that the device had some issues. No further complications were reported or anticipated.